Event description:
The customer was hospitalized for high blood glucose and ketones. Troubleshooting was performed. The customer stated that customer was on insulin drip and attempted to set and resume the pump use, but customer got an alarm.